Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The sample was not returned. A photo was provided. An ungloved hand was shown holding what appears to be a used cartridge at a tilted position. The footpegs on the posterior of the cartridge were visible. The loading area was toward the camera. A yellow lens model was observed inside the cartridge loading area. The photo was too blurry in order to evaluate the condition or position of the optic and haptics, or the cartridge. It cannot be determined if viscoelastic was present in the cartridge. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. Without the lens information and associated product information, it is not possible to determine if qualified associated products were used. Based on our observation of the attached photos, a yellow lens model was observed inside the loading area of an unspecified cartridge. The presence of clinical solution on the lens or inside the cartridge cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. Not enough information has been provided in order to conduct further investigation. A final root cause cannot be determined based on available information. It is unknown if a qualified product combination was used. The IFU (instructions for use) instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if an adequate amount of viscoelastic was placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, stating defective lens. Procedure completed the same day. There was no patient contact.